Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump alarmed motor error after changing the battery. Blood glucose level at the time of incident is unknown. The caller stated that the drive support cap was normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete rewind. The alarm history showed 2 motor error alarms. It also had low battery, battery out limit, failed battery test and off no power alarms. The caller declined troubleshooting for those alarms. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: insulin pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected battery power loss alarm anomalies noted. No unexpected failed battery test anomalies noted. No unexpected battery out limit anomalies noted. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.